Event description:
Battery operated transmitter became warm to touch while sitting on the counter, while patient off unit. No injury identified to patient. Device removed from service and issue reported. Dates of use: (B)(6) 2017. Diagnosis or reason for use: continuous cardiac monitoring.